Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned. The reported separation was confirmed although difficult to position and difficulty to remove could not be replicated in a testing environment due to the condition of the returned device. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
Correction: the unspecified balloon catheter met some resistance with the whisper guide wire during advancement; but failed to reach the lesion. Some resistance was also felt during retraction of the whisper guide wire from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous lesion located in the mid right coronary artery. The whisper es guide wire was crossed through the lesion without issue. An unspecified balloon catheter was advanced; however, would not cross. An attempt was made to advance a non-abbott guide wire alongside the whisper es guide wire; however, it would not cross. When withdrawing the whisper guide wire approximately 12 cm of the guide wire remained in the lesion. No further treatment was performed and the patient was discharged home with the guide wire segment remaining in the artery. No additional information was provided.